Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/15/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the pump was powered on and the display screen appeared dim and discolored. Unrelated to the display issue, the removable plastic clip was damaged and did not secure to the pump casing. This failure has no effect on insulin delivery. This complaint is being submitted late as part of a retrospective review conducted for the new MDR monitoring report developed in CAPA-(B)(4). The new MDR monitoring report is included in the animas (B)(4) response related to MDR timeliness. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display. This report is made based on results of investigation completed on 01/15/2014.

Manufacturer narrative:
(B)(4).